Manufacturer narrative:
Novocure medical opinion is that the contribution of device use to the patient's temporary impairment due to kyphosis which required physical therapy cannot be ruled out. Kyphosis is an expected event with optune gio device use (ef-11 0% and <1% ef-14 optune arm).

Event description:
A 71-year-old male patient with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2023. On (B)(6) 2025, novocure received a medical record, indicating that the patient developed a hunched posture, attributed to prolonged use of optune gio therapy exceeding 18 hours per day. It was also noted that the patient had chronic right sided weakness. The patient was referred to physical therapy and continued the use of optune gio therapy. Several attempts were made to contact the prescribing physician for additional information, although no reply was received.